Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this product was part of a system infection. Medication was prescribed for this infection. According to available information, this device remains implanted and in service. No further patient symptoms were reported.